Manufacturer narrative:
Revision procedure is said to have occurred between last week of (B)(6) and first week of (B)(6) 2016. Medical product - articular surface fixed bearing ultracongruent (uc) left 12 mm height catalog# 42-5122-005-12 lot# 62513984, unknown femoral catalog# ni lot# ni, tibia cemented 5 degree stemmed left size f catalog# 42-5320-075-01 lot# 62461134 therapy date - ni. This report is number 4 of 8 mdrs filed for the same patient (reference 0002648920 - 2017 - 00050, 1822565 - 2015 - 02468-1, 0001822565 - 2017 - 00742, 0002648920 - 2017 - 00051, 0002648920-2017-00053, 0001822565-2017-00752, 0001822565-2017-00745, 0002648920-2017-00052 ).

Event description:
It was reported that patient underwent a revision procedure due to loosening and pain approximately two (2) years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Per the packaging insert for the articular surface, infection and loosening of the prosthetic knee components are considered to be known adverse effects of the procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure due to loosening and infection approximately two (2) years post implantation. Patient reported pain, implant migration, inability to walk, and instability starting 6 months post-implantation.

Event description:
It is reported that the patient was revised due to infection and loosening.